Manufacturer narrative:
Product analysis: it was determined at analysis that the battery was completely dead and caused the programmer to shut down while using a good power supply. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.